Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by patient's counsel that allegedly the patient was implanted with a tritanium acetabular cup on (B)(6) 2015 and was revised on (B)(6) 2019 due to alleged cup loosening.